Event description:
A nurse called to report that the customer was admitted to the hospital for dka. Bgs were treated with insulin drip. Troubleshooting was performed. The time was off by an hour. Assisted the contact with setting the time. The pump passed the functional testing.